Manufacturer narrative:
E1; reporter institution phone number:(B)(6). Analysis was performed by a philips field service engineer (fse), who went onsite. The fse found that the nibp pump was not giving correct measurements. The fse determined that the pump needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The fse replaced the nibp pump and ran calibration. All tests passed, and the device was returned to use.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the measurement nibp not correct. The device was in clinical use at time of event, and there was no adverse event reported.